Manufacturer narrative:
Additional information : correction : correct lot# is h18l06060. One actual sample was received for evaluation. A visual inspection with naked eye noted a missing clear cap in an opened pouch. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap transfer set was missing the transparent cap that covers the female connector. The event occurred before patient use. There was no patient involvement. No additional information is available.